Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient underwent "additional surgery to repair a recurrent ventral incisional hernia." It is unclear at this time if the recurrent ventral incisional hernia repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral umbilical hernia, a bard ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent ventral incisional hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient underwent "additional surgery to repair a recurrent ventral incisional hernia." It is unclear at this time if the recurrent ventral incisional hernia repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent additional surgery for repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral umbilical hernia, a bard ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent ventral incisional hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia sac was excised. A ventralex mesh (device #1) was placed intraperitoneally with tacker and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent incarcerated ventral incisional hernia with omentum thereby underwent laparoscopic repair with the implant of sepramesh ip (device #2). Per operative notes, ¿single hernia defect above the area of prior hernia repair. A piece of sepramesh ip (device #2) was passed into the abdominal cavity and then unrolled in the appropriate orientation with the rough side of the mesh facing the parietal peritoneum and placed covering all defects with tacker.¿ (note: there is no mention/visualization of ventralex mesh - device #1 in operative notes). Attorney alleges that the patient had hernia recurrence and emotional injuries.